Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive button issue. The "ok" button is no longer responsive. In addition, there is peeling of the keypad near the button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was powered on with a blank display screen until "call service -sleep error" appeared on the display. The pump was unresponsive. The functionality of keypad could not be tested due to corrupted software. The keypad cover was peeling. The keypad cover was removed and contamination was found under all key contacts. The audio bolus button cover had a tear in the center. The audio bolus button cover was removed and contamination was found on the button contact. The pump case was removed and moisture contamination was observed throughout the pump interior. Due to the damaged bolus button and keypad, moisture entered the pump, causing a software issue. The original keypad issue could not be fully investigated due to this unrelated issue.(B)(4).